Event description:
It was reported that patient stated that had been feeling "tenderness near scar" and wondering if there may be something wrong with device. Discussed to work with the medical doctor and the device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.